Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal left anterior descending artery with mild tortuosity, mild calcification, pre-dilatation was performed. A 3.5x15 rx xience prime stent delivery system was advanced and deployed at 16 atmospheres in the target lesion. Post dilatation was performed and a perforation was observed. A 3.5x19 graftmaster was deployed at 16 atmospheres to treat the perforation. The end result was good and there was no clinically significant delay in the procedure. No additional information was provided. Cine analysis revealed the stent delivery system balloon did not fully expand; waist in the mid-section. Several balloon inflations are then performed in the location of the waist. There is a notable sizing down from the distal stent edge to the vessel suggesting that the stent was oversized relative to the vessel.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, including a cine of the procedure, there is no indication of a product deficiency.